Manufacturer narrative:
Physio-control further evaluated the removed system controller and user interface pcb assemblies and it was determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u61. Specifically pin 25 of u61 had a 80 ohm short to ground.

Event description:
The customer reported that their device would not complete the boot up cycle when powering the device on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.